Event description:
It was reported that during implant attempt, the screw (helix) would not extract. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, on visual inspection the connector pin was bent, the distal and defib conductors were distorted, the outer insulation was breached/cut and there was deformation of the proximal section of the inner coil with extension problems of the helix. Evaluation summary (B) (4) no anomalies found (B) (4) full lead.